Manufacturer narrative:
Service was not dispatched to the site for this event because the customer cancelled the service call. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 an erroneous, high cardiac troponin (accutni) result, within the risk stratification range, was generated on an access 2 immunoassay system for one emergency room patient. The initial result was repeated on the same instrument an additional five times. The results were elevated and within the risk stratification range for four results, and within the normal reference range for one result. The sample was subsequently tested at a different site, which produced a result within the normal reference range, which was considered valid. No erroneous accutni result were reported outside the laboratory, however, the patient treatment was affected via an extended patient stay in the hospital emergency room awaiting a valid result. The customer did not receive any further report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Instrument accutni quality control results recovered within the customer's established ranges during the timeframe of this event. System check results generated prior to the event met established specifications. The sample was collected in a lithium heparin plasma tube.